Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem. There was an implantable neurostimulator (ins) overdischarge suspected. It was noted that patient compliance was the primary reason for overdischarge. The last time any stimulation was felt was about 2 weeks prior to this report. Patient was in excruciating pain. It was noted that the patient had turned the ins off himself because, he did not use it if he did not need it. The last successful recharging session was about 2 weeks prior to this report. Patient had charged up to about 50% and patient usually recharged every 4 days. The patient had been trying to charge up for about the past week prior to this report. Patient was unable to connect with the patient programmer or the recharger. Additional information received reported that the cause of the event was unknown. It was noted that the implantable neurostimulator (ins) was replaced on 2014 (B)(6). It was noted that the ins was removed and replaced. It was noted that the system was functioning properly. It was noted that the patient could not use the stimulator because, there was no power. It was noted that the patient was admitted to the hospital post operation secondary to decreased oxygen saturation post-surgery. It was noted that the patient recovered without sequelae. It was noted that the ins was replaced and once the patient was programmed post- op the patient had good coverage. It was noted that it was not suspected that there was any issue with the lead.